Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A flexor raabe guiding sheath was used in a brachial artery stick. It was reported that upon placement of the sheath, the brachial artery vasospasmed. They attempted to remove the sheath; however, the sheath separated. All of the sheath was removed except for the distal portion with the radiopaque tip. The tip dislodged and remains in the patient. It was further reported, vascular surgery consulted the patient on (B)(6) 2017 and per the physician, the patient is doing well and there was no harm to the patient.